Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed 'system error, out of service, revert to manual CPR' error message and stopped functioning" was confirmed based on review of the archive data and during functional testing. The root cause for the reported complaint was due to low voltage of the internal battery on the processor board (pca), as a result of normal wear and tear. The autopulse platform was manufactured in september 2009, and it is almost 11 years old, well beyond its expected service life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data could not be downloaded due to the defective processor board. However, the platform and interfacing pc were able to communicate, and therefore, the archive data was reviewed and showed system error, user advisory (ua) 136 (internal parameter corrupted); thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message; thus, confirming the reported complaint. The root cause was due to the low voltage of the internal battery on the processor board (pca), as a result of normal use of the device. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn:(B)(4)) displayed "system error, out of service, revert to manual CPR" error message and stopped functioning. No patient involvement.